Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" a e344 code indicating an air flow sensor failure was found in the ventilator's downloaded error log. The device's oxygen blending module needs to be replaced to address the issue. The component has not been replaced per the customer's request.